Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. The zilbs-635-10-8 device of lot number c1335483 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the patient anatomy was not severely tortuous or calcified. On evaluation of the returned device, it was observed that the device was returned with the stent already deployed and without the red safety tab. The outer flexor was observed separated from the handle at the white connector cap. A slight bend was observed in the flexor, 31cm from the flare, and a bend was observed in the inner peek tubing at 55cm from the white cap. The bends could have occurred during transport or handling. The overall flexor length was measured as 201cm, which was within specification 200cm +2/-1cm. The stent was measured as 8cm long, and was not damaged. There was no evidence of damage on the stent. Complaint is confirmed as the failure was verified in the laboratory. The outer flexor was found to be separated from the handle. Possible causes for this occurrence could include insufficient strength of the flexor, which could have caused or contributed to the flexor separating from the handle. However, as the conditions of use cannot be replicated in a laboratory environment, and the additional information was not provided, a definitive root cause for this occurrence cannot be determined. It may be noted that a project has been initiated to prevent the reoccurrence of flexor separation from the handle. There is no evidence to suggest that the customer did not follow the instructions for use. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity . A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1335483. According to the initial reporter, the patient did not experience any adverse effects, and did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: the stent was broken at the handle. Impossible to deploy the stent, it broke at the handle. Customer opened the sealed package and removed the stent without any problem. Sphincterotomy ok and guide wire was in the good position. They slided the stent on the guide wire without problem but when they tried to deploy the stent into the biliary duct the nurse felt that something wrong happened. Handle was different and she felt and saw that the kit was broken just under the handle. They removed all the device without problem. They decided to take a new one from another company and they finished examination without problem for the patient.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The stent was broken at the handle. Impossible to deploy the stent, it broke at the handle. Customer opened the sealed package and removed the stent without any problem. Sphincterotomy ok and guide wire was in the good position. They slided the stent on the guide wire without problem but when they tried to deploy the stent into the biliary duct the nurse felt that something wrong happened. Handle was different and she felt and saw that the kit was broken just under the handle. They removed all the device without problem. They decided to take a new one from another company and they finished examination without problem for the patient.